Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two of the anchors failed during insertion; the first implant stripped on insertion and it was removed. The second implant broke at insertion; about 25% of it remains in the patient. Another implant was used in the site of the first implant; there was no implant placed on top of the fragment. Case was an achilles speedbridge.